Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had an angulation malfunction. Inspection and testing of the returned device found foreign material clogging the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found: the angle wires were stretched, the angle wires become stretched, nozzle has foreign objects, insufficient cleaning, forceps channel has pinhole, adhesive on bending section rubber or distal sheath has a chip, adhesive on bending section rubber or distal sheath has a crack, adhesive on bending section rubber or distal sheath has white-clouded area, switch1 has a scratch. Adhesives around objective lens has white-clouded area, adhesives around light guide lens has white-clouded area, plastic distal end cover has a burn, connecting tube has a scratch, connecting tube has a dent, image guide protector has a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Identification of the material was inconclusive. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope. There was no delay in the start of precleaning. The air/water nozzle was flushed with water and air. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge.